Event description:
It was reported that during a routine device changeout, the right atrial (ra) lead had low and varying impedances as well as high thresholds measured through the analyzer. An insulation breach was evident. The ra lead was capped and replaced. It was also reported that the left ventricular (lv) lead was non-functioning and had not been in use chronically. Review of performance data indicated the lv lead had high thresholds. The lv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk, ICD, implanted: (B)(6) 2007; 6940-52, lead, implanted: (B)(6) 2000. (B)(4).